Manufacturer narrative:
(B)(4). Date of initial report: 12/01/2016. The incident sample was discarded by the customer and is not available for evaluation. A review of the manufacturing non-conformance records found the lot was released meeting specification. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient received a 3rd degree burn at the grounding pad site during a central cardiovascular procedure. The grounding pad had been placed on the patient's back. When they removed the patient return electrode, the skin delimited zone appears reddened and irritated. This patient also presented a burned zone. The incident sample was discarded by the customer.